Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. Vessel morphology was reported as the aortic bifurcation was 23 mm in diameter. The iliac arteries measured 11-9 mm from proximal to distal on the left side and 9-11 mm on the right side. The aortic neck is 20 mm in diameter with 45 degree angulation. The bifurcated stent graft was implanted on the left side and the contralateral limb was implanted on the right side. It was reported that the patient presented with severe right leg pain. Upon evaluation the right limb was found to have occluded due to compression of the stent graft. The decision was made to perform a fem-fem bypass and this successfully restored blood flow to the right side. No clinical sequelae were reported and the patient is fine. The films have been evaluated. The films 2 weeks post-implant show that the bifurcated stent graft was positioned just below the lowest left renal artery. The stent graft diameter measured 19 x 21 mm within the proximal neck. The ipsilateral limb was on the left side. The contra (right) limb was seen occluded distally beginning just below the flow divider. There was slight compression of the contra limb (7 x 12 mm) within the distal aorta, which measures 21 mm across both limbs. The ipsilateral limb was not compressed and not occluded. A fem-fem bypass was visible which restored flow to the right leg. The 23 mm distal aorta may have contributed to the occlusion. There was minimal stent graft distal sealing length seen within the iliacs (bilaterally); it is unclear why the limbs were not extended further into the common iliacs. No stent graft kinks or other issues were observed.

Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (occlusion), (unknown cause of event). Conclusion: (unknown cause of event).